Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and loss of capture due to a dislodgement. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the microdislodgement was confirmed with fluoroscopic imaging. This right ventricular (rv) lead remains explanted. No additional adverse patient effects were reported.